Event description:
Broken jaw, tip not aligned and not biting properly.

Manufacturer narrative:
Qn# (B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 354964. (1) sample of 354964 lot g9 was received for evaluation. Visual review of the sample noted a cracked jaw. The cracked jaws was examined under magnification and stress fractures and rust were noted. The jaw is still attached with hairline cracks. The stress fractures on this and other samples indicate that a needle may have been used which was beyond the capacity of the device. The device is functions as expected with the exception of the broken jaw. Isolated and site specific. The samples provided include multiple lots and product codes which indicates that tray damage and oversized needles may have played a role in the observed damage. (1) sample of 354964 lot g9 was received for evaluation. Visual review of the sample noted a cracked jaw. The cracked jaws was examined under magnification and stress fractures and rust were noted. The jaw is still attached with hairline cracks. The stress fractures on this and other samples indicate that a needle may have been used which was beyond the capacity of the device. A dimensional inspection was not required as part of this investigation. The device is functions as expected with the exception of the broken jaw. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 354964 related complaints include 20038680, 20038604 and 20038603, 20038613, 20038642, 20038643, 20038644, 20038645, 20038646, 20038647 from a similar device. Isolated and site specific. The samples provided include multiple lots and product codes which indicates that tray damage and oversized needles may have played a role in the observed damage.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Broken jaw, tip not aligned and not biting properly.